Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. Visual inspection found a full breach outer insulation degradation adjacent to the connector boot. All other damage found is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.